Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that crack on ok button, and intermittent response by button press, even after battery change. Customer stated that self test first time failed during pump error alarm and second time passed. No harm required medical intervention was reported. The insulin pump will be returned for analysis.